Event description:
It was reported to globus that a pt required revision surgery due to a revolve rod being dislodged from screw. Locking cap was still in place. Revision surgery took place on (B)(6) 2013.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval, however, a review was conducted of all applicable material records, mfg records, storage records, and distribution records according to the descriptions of the products used with the concomitant device. All records revealed all product lots were manufactured within specs, maintained and distributed in accordance with all federal, state an operating procedures. The removed implants were discarded by the hospital, and since no part was returned for eval, we cannot ascertain the cause of the reported issue. If add'l info becomes available surrounding this case. We will file a supplemental report.